Event description:
It was reported that the pump issued an altitude alarm, and a previous similar incident was not reported by the customer to tandem. Due to this issue, the customer's blood glucose level exceeded the normal range, displaying a "high" reading, and the customer used a correction injection via multiple daily injections (mdi) without needing third-party assistance. The technical support team confirmed that the pump was in warranty, decided to replace it, provided instructions for putting the pump into storage mode, and shipped a replacement pump with a requirement for a signature upon delivery, ensuring the customer understood the procedure for returning the faulty pump.